Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream and downstream occlusion alarms which were not reproduced. Upstream and downstream occlusion alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced both a constant upstream occlusion alarm and a downstream occlusion alarm during therapy. The volume to be infused was programmed as 997 ml, but only 438 ml was given. The rate was 70 ml/r. The event occurred in the general patient ward. There was no patient injury or medical intervention associated with this event. No additional information is available.